Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with a blood glucose (bg) of 386 mg/dl following their first supply change. The user confirmed the reading with a glucose meter. The agent verified connections and guided a new supply change. Bg levels subsequently declined as insulin delivery resumed normally. No medical assistance or hospitalization was required. The user recovered without lasting effects.